Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the left side frame is cracked in rear where the back cane to the bottom of the frame at the weld.